Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and rheumatoid arthritis ("rheumatoid arthritis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hiatus hernia, insomnia, costochondritis, acid reflux (oesophageal), human papilloma virus immunisation, urinary tract infection, burning micturition, frequency urinary, blood in urine, ultrasound pelvis normal, irritable bowel syndrome, anemia on (B)(6) 2018, gerd on (B)(6) 2018, pap smear abnormal on (B)(6) 2011, detrusor instability on (B)(6) 2014, tubal ligation on (B)(6) 2015, human papilloma virus infection, bacterial vaginosis, rheumatoid arthritis and cystitis interstitial. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis interstitial ("interstitial cystitis"), rash ("rashes"), rosacea ("rosacea"), migraine ("migraines / headaches"), fibromyalgia ("neurological conditions or problems type: fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdomen pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rheumatoid arthritis, cystitis interstitial, rash, rosacea, migraine and fibromyalgia outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, cystitis interstitial, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, migraine, pelvic pain, rash, rheumatoid arthritis, rosacea and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion / bilateral essure closure devices. No evidence for fallopian tube patency. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records interstitial cystitis, abdominal pain, dysmenorrhea, pelvic pain, menorrhagia, rosacea, fibromyalgia, rheumatoid arthritis. Most recent follow-up information incorporated above includes: on 6-may-2019: pfs received. Events: case became valid and incident. Abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: rheumatoid arthritis and interstitial cystitis, rashes or skin conditions type: rosacea, migraines / headaches, neurological conditions or problems type: fibromyalgia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue were added. Lab data were added. Concomitant medication and condition added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (batch no. 735708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd on (B)(6)2018, anemia on (B)(6)2018, tubal ligation on (B)(6)2015, detrusor instability on (B)(6)2014, pap smear abnormal on (B)(6)2011, hiatus hernia, insomnia, costochondritis, acid reflux (oesophageal), human papilloma virus immunisation, urinary tract infection, burning micturition, frequency urinary, blood in urine, ultrasound pelvis normal, irritable bowel syndrome, human papilloma virus infection, bacterial vaginosis, rheumatoid arthritis, cystitis interstitial, endometrial polyp, cholecystectomy and spontaneous abortion. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis interstitial ("interstitial cystitis"), rash ("rashes"), rosacea ("rosacea"), migraine ("migraines / headaches"), fibromyalgia ("neurological conditions or problems type: fibromyalgia") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, rheumatoid arthritis, cystitis interstitial, rash, rosacea, migraine and fibromyalgia outcome was unknown and the abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, cystitis interstitial, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, migraine, pelvic pain, rash, rheumatoid arthritis, rosacea and vaginal haemorrhage to be related to essure. The reporter commented: there were 4 coils on the right side and 5 coils on the left side, patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion / bilateral essure closure devices. No evidence for fallopian tube patency. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records interstitial cystitis, abdominal pain, dysmenorrhea, pelvic pain, menorrhagia, rosacea, fibromyalgia, rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure (batch no. 735708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd on (B)(6) 2018, anemia on (B)(6) 2018, tubal ligation on (B)(6) 2015, detrusor instability on (B)(6) 2014, pap smear abnormal on (B)(6) 2011, hiatus hernia, insomnia, costochondritis, acid reflux (oesophageal), human papilloma virus immunisation, urinary tract infection, burning micturition, frequency urinary, blood in urine, ultrasound pelvis normal, irritable bowel syndrome, human papilloma virus infection, bacterial vaginosis, rheumatoid arthritis, cystitis interstitial, endometrial polyp, cholecystectomy and spontaneous abortion. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis interstitial ("interstitial cystitis"), rash ("rashes"), rosacea ("rosacea"), migraine ("migraines / headaches"), fibromyalgia ("neurological conditions or problems type: fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdomen pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, rheumatoid arthritis, cystitis interstitial, rash, rosacea, migraine and fibromyalgia outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, cystitis interstitial, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, menorrhagia, migraine, pelvic pain, rash, rheumatoid arthritis, rosacea and vaginal haemorrhage to be related to essure. The reporter commented: there were 4 coils on the right side and 5 coils on the left side, patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion / bilateral essure closure devices. No evidence for fallopian tube patency. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records interstitial cystitis, abdominal pain, dysmenorrhea, pelvic pain, menorrhagia, rosacea, fibromyalgia, rheumatoid arthritis. Most recent follow-up information incorporated above includes: on 16-aug-2019: medical records received. Lot number was received. Patient's medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.